Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during follow up after trabecular stent implantation, the patient had experienced some inflammation, although gonioscopy confirmed that the stent had remained in the canal. Six weeks post implantation, the cornea became cloudier and the intraocular pressure (iop) began to spike. On repeat gonioscopy, it was confirmed that the stent was being held in place only by the distal end, with the proximal end representing more than fifty percent of the stent now resting on the iris instead of remaining in the canal. Additional information was requested, none received till date.